Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level of an average of around 300 mg/dl for the past year and a half. A correction bolus was delivered to address bg level. Reportedly, the customer noticed bg level becomes elevated during exercise. Recommendation was made to consult with health care provider regarding diabetes management.